Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt has not used his system in years and has pain at the ipg site. Stimulation is currently off. Pt is to follow up with his doctor. No further info is available at this time.